Event description:
New information received indicated that additional post-paced t-wave oversensing episodes were observed. The patient was asymptomatic. Programming changes were made and further testing was recommended.

Event description:
It was reported that post-paced t-wave oversensing along with intermittent atrial oversensing was observed. It was recommended to reprogram the device.